Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that the upper most (primary) shave tube of the oxygenator came out, and blood leaked from it. The tube was immediately reinserted and re-anchored with a new tie-gun band. In addition, the customer said that the tube that originally had the tie gun band came off together with the tie gun band, not the part of the male and female lure. The device was used to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that the part of tube and the tie band came off together with the band. Blood spouted from the port where the tube came out. There was no visible air in the system/tubing. There was no problem during priming. Blood was circulated at about 3.7l, blood spouted from the port from which the tube was pulled out, but the bleeding was not large because the nurse immediately handheld it. No transfusion was required. The part that was tightened with the tie band had disconnected. The tube and tie band were not removed, but the luer was removed. Additionally, the missing part is a tube with a tie gun cable on the primary side blood removal port (with male and female luers) at the top of the artificial lung. The tubing with a tie gun cable had fallen out along with the cables.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction b5: there was no additional adverse patient effect associated with this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.